Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and battery voltage was below eol. It is believed the por was triggered by low battery voltage. The low battery voltage was due to high number of hv charges.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode. The patient received multiple shocks for vt. An attempt to download was unsuccessful. Por due to low battery voltage was noted. The device was explanted and replaced.